Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to pain.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-0648240 the following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One impl swissplus octagon 4. 8mm 10mm (opwb10) was returned for investigation. Visual inspection of the as returned product identified moderate signs of wear and debris about the implant threads.no pre-existing conditions were noted on the per. The reported product was located on tooth # 26 (fdi) and used for approximately 5 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Review of appropriate documentation: documents reviewed: IFU 9667 rev 2 - 10/19; warnings; page 1. DHR review was completed for the subject lot number 63769048. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63769048) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (opwb10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.